Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported that the index procedure was performed in 2007. The 3.5 x 23 cm xience v stent was deployed in the proximal circumflex. The procedure was successful and there were no reported patient effects or product issues. In 2008, the patient presented with restenosis in the proximal circumflex, which required treatment with a drug eluting stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Restenosis, as listed in the xience instructions for use (IFU), is a known risk associated with coronary stenting an is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of stent implant and the procedure was completed successfully. In this case, it is likely that the hospitalization is a secondary effect of the restenosis. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.